Manufacturer narrative:
Continuation of d10: product ID: 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026. Product type lead product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026. Product type: lead; section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 06-jul-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) , ubd: 05-jul-2026, UDI#: (B)(4). H6: coding applies to the leads. G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were high impedances. On (B)(6) surgery to confirm the cause was scheduled. The issue has not been resolved. Additional information was received. It was stated that the patient¿s surgery was performed on (B)(6) 2026. The cause was not identified. The lead impedance before replacement was high impedance. The impedance measurement result after replacement was normal. Only two leads were replaced. The issue has been resolved.

Manufacturer narrative:
H2. Correction: please note, h6 codes b20, c20, d14, and g02025 no longer apply to this report. H3. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #4 conductor was broken at the electrode crimp sleeve, approximately 3.1 cm from the distal end based off x-ray taken of the break, and the $5 conductor was broken in the electrode area approximately 4.1 cm from the distal end based off x-ray taken of the break. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken; 34.0 cm from the proximal end of the lead. Analysis identified that the braid wire was broken from 12.5 to 34.0 cm from the proximal end and protruded through the insulation. Analysis determined that there was a short between the #0 and #1 conductors, #0 and #2 conductors, and #1 and #2 conductors in the body of the lead under dry conditions. H6. Please note, d15 applies only to the lead with serial # (B)(6). C07, c0208, and d16 apply only to the lead with serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. D15 also applies to lead with serial # (B)(6). D16 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.